Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. Date of implant: unknown as information was not provided. Investigation is still in progress.

Event description:
Description of event according to complainant: the delivery system hook was caught on the venotomy site upon removal. The procedure was completed with the complaint device. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 08jun2016-15feb2017.

Event description:
Description of event according to complainant: the delivery system hook was caught on the venotomy site upon removal. The procedure was completed with the complaint device. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. D4) catalog#: igtcfs-65-1-jug-celect-pt. D6) unknown as information was not provided. H6) patient code: 2692 - no known impact or consequence to patient. Device code: 1528 - difficult to remove (1528). Summary of investigational findings: the grasping hook wire was found separately placed in the tray and investigation revealed that it had separated in the handle end and the parts had signs of corrosion. The exact reason for the breakage cannot be determined, but corrosion cannot be excluded as a contributing fact, nor can manipulation; based on limited information provided the grasping hook probably caught the ivc wall after filter release and attempts to free it may have caused the final breakage. Based on the limited information provided with this event, the exact root cause cannot be determined. It is noted that the procedure was completed with the complaint device, and that the patient did not require any additional procedures due to this occurrence. Also, it is noted, that the patient did not experience any adverse effects due to this occurrence. No evidence to suggest device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.